Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer. H3 other text : see h10.

Event description:
It was reported that the unspecified bd infusion set experienced component separation. The following information was provided by the initial reporter: we have had another line tubing failure again today. Unfortunately information was brief. I¿m attempting to follow up with more info. These are coming in daily again so we would love some help in identifying where the break down is. ¿IV tubing line disconnected from drip chamber¿.

Event description:
It was reported that the unspecified bd infusion set experienced component separation. The following information was provided by the initial reporter: we have had another line tubing failure again today. Unfortunately information was brief. I¿m attempting to follow up with more info. These are coming in daily again so we would love some help in identifying where the break down is. ¿IV tubing line disconnected from drip chamber¿.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4 device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.